Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -5.0 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on 06-nov-2024 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Should be corrected to: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -5.00d into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged for a shorter length lens on (B)(6) 2023 due to excessive vault. The problem was resolved. Cause of event is unknown. Claim# (B)(4).